Event description:
It was reported that there was short circuit. There were low impedances of 253 ohms on c/0 and c/3 and 3 ohms on 0/3. No action was required as a result of the event. Impedance testing was done. The issue was not resolved and the cause of the issue was not determined. The patient had issues falling so a fall might be the reason for the short circuit but it was unknown. Therapeutic settings were not affected by the short circuit. The patient was alive with no injury. No outcome was provided. Further follow-up is being conducted to obtain this information and a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0319999v, implanted: (B)(6) 2003, product type lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0319999v, implanted: (B)(6) 2003, product type lead; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2003, product type extension. (B)(4).